Event description:
It was reported that the unit failed the insulation test. It was further reported that the insulation at the tip of the unit was cracked.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.